Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system running open loop programs reported to no longer be receiving adequate stimulation. The patient had been programmed in open loop previously due to disconnected electrodes. Troubleshooting was performed but unsuccessful. An x-ray was performed which revealed the leads had migrated. It was reported that the patient had experienced frequent falls, not related to saluda scs system. A revision procedure was performed, and the system was replaced.

Manufacturer narrative:
The explanted spinal cord stimulation (scs) system was returned to saluda for analysis. Both anchors passed functional testing, with no migration noted with a reference lead. Reported frequent patient falls could have contributed to the reported event of lead migration. Lead migration or suboptimal placement, which may result in undesirable stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in manufacturer¿s instruction for use (IFU). Both leads failed functional testing due to multiple disconnected electrodes. The cause of the disconnections cannot be confirmed but due to the location of the damage, may have occurred during implanting procedure when securing the anchor.